Event description:
It was reported that the ring around the fiber port was missing, and the fibers are not connecting. The procedure was not completed due to another reason. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was not returned for analysis; however, a field service engineer (fse), conducted an onsite visual inspection of the fiber port. The visual inspection confirmed that the ring around the fiber port was missing, and fibers were not connecting thus confirming the reported event. Based on the fse evaluation, after performing adjustment to the fiber port component, the console was able to be fixed. Adjustments are part of the activities performed by the fse during preventive maintenance; therefore, the caused of the reported event was likely due to improper routine or preventative maintenance.

Event description:
It was reported that the ring around the fiber port was missing, and fibers are not connecting. The procedure was not completed due to another reason and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.